Manufacturer narrative:
The product code and lot number are unknown for this complaint. The following lot numbers are potentially involved in the reported complaint: 160220d, 160215d, 151214d, 151110c. The actual device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of the user facility information, and the review of the lot history files for the potentially involved lot numbers stated above. A lot history file review of the potential lots was conducted with no relevant findings. A search of the complaint file found no similar reported defects. Prior to shipment, qc conducts outgoing inspection and all samples for the potential complaint lots passed. Based on the limited product information provided, no probable root cause could be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
A female nurse reported to the manufacturer that she administered abilify maintena to a patient. On (B)(6) 2017, the nurse administered "a treat now kit" dual chamber syringe to a patient and reports that the needle was "defective" where it stayed in place when she wasn't expecting it to and after administering abilify maintena to the patient, the nurse received a needle stick. It was reported that "all appropriate tests" were conducted on the nurse after the incident however any laboratory data is unknown. As of (B)(6) 2017, the outcome the needle stick is unknown.